Event description:
A customer reported that the pump screen unexpectedly went blank, and there was a shutdown alarm before the issue occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump would need to be plugged into a power source to power back on, and was educated on best practices for managing the battery. Technical support followed up and reviewed logs with the customer, clarifying the frequency of shutdown alarms and providing further guidance for managing pump operations. After these discussions, the caller was satisfied and required no further assistance, and the case was closed.